Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 3387s-40, lot# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v475750, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had loss of therapeutic effect. It was stated that the patient had been shaking for a couple of days. It was reported that the patient was taken to the emergency room 3 days ago because the patient fell and had x-rays of his hip. It was stated that the patient was given medication that made him very sleepy and when the patient got up friday night, he fell again. The caller stated the patient was ¿shaking pretty bad¿ but the battery showed it was full. It was noted that the caller didn¿t know the location of the patient programmer at the time of the call. Additional information received reported that the patient¿s daughter found the patient programmer but that the patient didn¿t remember how to use it.